Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a cracked luer connector during a supply change, after which the user¿s son removed the damaged luer connector and cartridge with pliers, and the user discontinued ilet use while subsequently hospitalized for a non-diabetes-related reason; blood glucose levels were reportedly unaffected and no alerts or alarms occurred. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on blood glucose control. Investigation included user troubleshooting and education. Investigation of this case revealed evidence of a broken connection component. It was concluded that the event involved a device connector break with no associated clinical harm.